Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented with syncopal episode during follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold, failure to capture and high pacing impedance. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.